Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, s and the reported pulmonary thromboembolism could not conclusively be established through this evaluation. Review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. It was reported that the patient had low flow alarms. It was noted that the cause of the low flows was not identified. The patient had dizziness and speed was decreased. Fluids were given and a CT was done. The CT chest with contrast reported multiple age-indeterminate pulmonary thromboemboli in the right lung and persistent loculated left pleural effusion. Ent has been consulted and the cts surgeon will not intervene at this time. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for low flow alarms. Blood pressure was controlled and fluids were given. Speed increased from 7200 to 7300 rotations per minute. During the analysis of the log we observed low flows. The pump is seeing a reduction in blood volume. The cause of the low flow alarms have not been identified. The patient experienced dizziness. Speed were decreased and fluids were given. A computed tomography was done. Computed tomography of the chest with contrast reports multiple age-indeterminate pulmonary thromboemboli right lung and persistent loculated left pleural effusion. Patient is currently stable in the intensive care unit. Otorhinolaryngology has been consulted. Cardiothoracic surgeon determined not to intervene at this time. The patient continued to have low flow alarms when coughing or moving his left arm which was confirmed in the analysis of the log files. The patient continued to have low flow alarms and at times, speed will drop to the low speed limit of 6000. Assessment reveals that each time the patient turns his head to the left, this triggers a low flow alarm. Cardiothoracic surgeon is reviewing images from computed tomography scan.